Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. During the procedure, insulation damage was observed on the rv lead.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The reported event of insulation damage was confirmed. A visual inspection of the partial lead revealed procedural damage to the outer insulation at the distal region. The reported event of noise resulting in oversensing was not confirmed. Electrical testing revealed no indication of conductor fractures; however, an internal short was noted between conductor paths due to damaged inner insulation consistent with procedural damage. The cause of insulation damage is consistent with procedural damage.